Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, the valve was constrained due to bicuspid anatomy of the native valve. Due to the constrained valve, mild to moderate paravalvular leak (pvl) was present and required a post-implant balloon aortic valvuloplasty (bav) to be performed. The non-medtronic balloon was inflated one time by a syringe for an unknown duration of time. During the bav, the non-medtronic temporary pacemaker lost control of the heart rate causing the balloon to shift the valve aortically. Subsequently, a second 34 mm transcatheter bioprosthetic valve, was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.